Event description:
It was reported that a malfunction, indicated by malfunction code 12, occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support provided instructions to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump. The customer was also instructed to call back if the problem recurred, and they acknowledged understanding the instructions.